Manufacturer narrative:
The reported event of an unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead found no anomalies except procedural damage.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation the lead exhibited high capture threshold. The lead was not used and replaced during the procedure. The patient was stable.